Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Manufacturer reference: (B)(6).

Event description:
On (B)(6) 2025, a 35-year-old female underwent deep vein thrombosis (dvt) thrombectomy using inari devices. Upon removal of the triever16 (t16), during the thrombectomy, some resistance was felt. The t16 broke in half with the two halves connected by the inner coil. The device was able to be fully removed from the patient without issue and there was no injury to the patient. A new device was opened and the thrombectomy was completed without further issue.

Manufacturer narrative:
The treiver16 (t16) was returned to the manufacturer and evaluated. Visual inspection of the device revealed a complete separation of the t16 shaft at approximately 15.5 inches from the distal end of the catheter. The 35d pebax outer layer and ptfe liner were fully sheared, resulting in disconnection between the proximal and distal segments. The stainless-steel coil remained intact. The separation was likely the result of excessive manipulation during use and excessive force used against resistance, likely exasperated by anatomical challenges. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. The device labeling includes the following warning statement: "avoid using excessive force to advance or retract against resistance. If excessive resistance occurs, retract, and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation" manufacturer reference: (B)(4).